Event description:
Per a periodic review of the manufacturer's programming history database, a system diagnostics test detected a high impedance event on the patient's device. No known surgical intervention has occurred to date. No further relevant information has been received to date.